Event description:
Rn reported a pt expereinced pruritus on the hands and feet at the initiation of the automated peritoneal dialysis (apd) therapy with the homechoice set. The pt experienced no rash or wheezing and the pruritus resolved after the 1st cycle of apd therapy. The pt had been on the homechoice machine since april 2001 and had just recently experienced this reaction. Per the rn, the pt was prescribed atarax 25 mg po before bed as needed. The rn reported that the pt took atarax for two days and the symptoms resolved. Per the rn, the nephrologist believes the pt may be reacting to homechoice set being used.